Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a date had not yet been set for the patient to go to the hospital to get the date/time corrected on the patient controller as this was not a priority for the healthcare professional (hcp). The cause of the stimulation issue had not been determined. It was not known if the stimulation cutting out after enabling adaptivestim. The hcp stated that if they had no news from the patient that they could assess that it was ok.

Manufacturer narrative:
B3: date is unknown. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were no stimulation usage or group usage graphs. The patient also states that their stimulation sometimes cuts. When interrogating the implanted neurostimulator (ins) today, the programming report on page 6 indicates 0% stimulation usage and the report on page 7 indicates that no data was available. The doctor informs the manufacturer representative (rep) that this was already the case when the ins was last interrogated. The patient confirms that she does use her stimulation every day (the report on recharges and recharge intervals suggests this) and that she uses group b. In addition, the patient informs us that their stimulation sometimes cuts out. Upon reviewing the report, technical services (ts) stated that it is clear that the ins was not set to the correct date and time, as these do not match those of the clinician¿s tablet. This is e vident for several reasons: the note in the observations and the recharge dates, which are all listed as being in november. When the date and time of the ins and the clinician programmer do not match, the application is unable to generate a usage graph for stimulation or group use. This would explain why the data is missing or incorrect. The ins date appears to be set about a month ahead. For this ins battery, the date and time are either manually changed via the cp application or automatically updated by syncing with the patient programmer. Ts suspects the latter was not set correctly. Recommendation: check the date and time on the patient¿s ins controller and update them if necessary. Ts tried to determine from the mdt data report when this date/time change occurred, and it seems this discrepancy has been present for some time. At some point in 2020, the patient¿s controller appears to have been reset (the reset date is (B)(6) 2011). More than a year and a half later, the date was corrected in 2022. My assumption is that during this correction, a selection error occurred, which created this discrepancy. Ts does not see any other recent date/time changes that could explain this difference. The last loss of stimulation occurred on (B)(6) 2025 (the actual date may be late june), and since then, there have been no further events of this type. The patient was charging the device very well: in the past month, the ins has never been allowed to drop below 30% and is always charged up to 100%. They also do not see many manual commands; aside from charging, the controller was rarely used to change stimulation settings. There is only one event, dated october 26 (the actual date is probably late (B)(6)), where the therapy was manually turned off and not turned back on until three days later. Resolution was unknown. Additional information was received. The rep stated that it was not known if this issue previously occurred in 2020, this was the first time they were informed about this issue. The patient was not able to give us precise information about date or activity when they felt that their stimulation was cutting out. Implant date and hcp info confirmed. The cause of the stim cutting out was not determined. Adaptivestim was activated on the (B)(6) 2025. The patient will need to visit the hospital in order to fix the date and time on the patient controller. Information confirmed with the physician / account. Additional information was received. The patient has not yet planned a meeting with their hcp to reset the date / time on their controller. Cause was also not confirmed, and it was unknown if adaptive stim resolved their stim cutting out issue.